Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to UDI labeling implementation. The pump remains implanted and the patient continues on vad support with no related events have been reported at this time. The report of cosmetic damage to the percutaneous lead¿s silicone sleeve was confirmed via the submitted photos. Rescue tape was applied to the afflicted area. A review of the submitted log file showed that the device operating as intended. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years and 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 5 years of support, damage to the external shield of the driveline was observed. There was no internal cable damage found. Rescue taping with silicone tape was performed to prevent further damage of the driveline. There were no reported adverse effects to the patient. No additional information was provided.